Event description:
The user facility reported that during a vascular procedure in ir, the tip of the stiff angled glidewire broke off in a collateral vessel. The tip could not be retrieved before the end of the procedure. There was no blood loss reported. The injury involved the tip of the glidewire breaking off and being left inside a collateral artery. No direct allegation has been made. Pre-procedure condition: the patient presented with prolonged bleeding during dialysis treatments. An angiogram confirmed a total cephalic arch occlusion. Additional information was received on 3 sept 2024: there was no harm to the patient's vessel. The physician attempted to cross a total occlusion in the patient's cephalic arch. Although the occlusion was not crossed, no harm was caused. The tip was left in the stenosis as it is in a stable position with little risk of migration. The patient is stable and experienced no adverse effects from the event. The sample was in the body and in contact with blood but was wiped off before collection. It is not contaminated by infectious agents or anti-cancer agents.